Manufacturer narrative:
Us reporting agent notified on (B)(4) 2013. Reported device not marketed in the us; however, similar device is. Manufacturing site evaluation: samples received: 1 unopened box with 24 pouches. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. There are no previous complaints of this code/batch. There are no units in OEM stock. All packets received are tight. Knot pull tensile strength results before releasing the product were in accordance with OEM specification. Final conclusion: the complaint is not corresponding (not justified).

Event description:
Country of complaint: (B)(6). Thread breaks often.